Event description:
The customer reported that the device did not provide a heartrate alarm for a wide ventricular pattern.

Manufacturer narrative:
The customer reported that the device did not provide a heartrate alarm for a wide ventricular pattern. The pt subsequently expired. Based on the available info, there was no device malfunction. A review of the central station log files shows that heart rate alarms were turned off at 11:27 am in 2009, and that they remained off through the incident timeframe. Heart rate alarms were turned on again at 10:27 pm in the next day, which was after the reported incident timeframe. A service order was created and a field service engineer (fse) followed up with the hosp biomedical engineer to determine if device testing was needed. The biomedical engineer reported to the fse that it was understood that staff had turned off heart rate alarms prior to the incident. The biomedical engineer also told the fse that no further service was needed related to this issue. This is not being considered a device malfunction. No further calls have been logged for this customer issue. The device instructions for use (IFU) adequately describes turning hr alarms on and off and adequately describes disabling the ability to turn hr alarms off. No further investigation or action is warranted.